Manufacturer narrative:
Device evaluation: visual and microscopic examination of the returned device revealed severe proximal stent damage. The stent struts were severely misaligned and twisted. Slight damage was found on the distal end of the stent. Some of the stent struts were slightly flared. Proximal stent damage is generally consistent with the device meeting some form of restriction on withdrawal. No kinks or damge were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A recommended size guidewire (0.014 inch) was inserted through the guidewire lumen with no restrictions noted. A review of the shop floor paperwork for this particular batch found that the device met its material, assembly and product specifications. There are a number of complex factors effecting deliverability, for example, lesion type, anatomical tortuosity, guidewire and guide catheter selection, or user technique. Taking into consideration the type of damage analyzed and the results of the thorough investigation completed, handling damage would be the most probable root cause.

Event description:
This complaint is now reportable based on the analysis completed on 08/23/2007. It was reported that during a coronary drug eluting stenting treatment procedure on the right coronary artery, the physician attempted to place a 3.00x28mm taxus express2 drug eluting stent, but had difficulty crossing the lesion. The procedure was not completed due to this event. The pt's condition is reported as "good". However, the returned product analysis confirmed that there was stent damage.